Event description:
It was reported that a malfunction occured, "error code 24-0x2219 and can no longer be used". There was no reported adverse impact to customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.